Event description:
During a kidney transplant involving one pt, the staple line did not form properly. The device was fired on a cadaver kidney. The staple line leaked during testing of the organ prior to transplant.